Event description:
The patient underwent vns generator replacement due to near end of service = yes. The received implant card indicated that the lead impedance was high, and the patient would be scheduled for a lead revision at a later date. It was confirmed that the impedance was high in pre-op, and pin reinsertion was attempted multiple times with the new generator, but system diagnostics still showed high impedance, so the surgeon decided to schedule the patient later for lead revision. No further known relevant surgery has occurred to date. No additional relevant information has been received to date.